Event description:
Patient admitted with chest pain and small troponin elevation. Had cardiac catheterization. Stent could not be inserted due to plaque. Rotational arthrectomy was planned followed by stenting. The rotoblator stuck and tip and wire broke off. The vessel was occluded and patient developed chest pain. Emergent CABG performed. Intra-aortic balloon pump placed in the cath lab. Patient discharged in stable condition following the surgery.